Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported failed upstream occlusion testing, which was not reproduced or confirmed. There was no component causality found. This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-07675 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump failed to display the upstream occlusion message during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.